Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. Customer¿s blood glucose was 380 mg/dl. Customer stated that the drive support cap was normal. Customer was able to complete insulin pump rewind but then alarm was reoccurred. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and retrieve insulin pump settings. The insulin pump will be returned for analysis.